Event description:
It was reported that a patient underwent a surgical procedure and suture was used. The patient developed a granuloma. The granuloma has persisted for four months and is still present. Additional information has been requested.

Manufacturer narrative:
(B) (4) - granuloma: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.